Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had the stopper creep out or loose closure. The following information was provided by the initial reporter: "stoppers feel loose, they are not secure at all¿.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to a cocked stopper as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had the stopper creep out or loose closure. The following information was provided by the initial reporter: "stoppers feel loose, they are not secure at all¿.